Manufacturer narrative:
The returned device was visually examined and the reported event was confirmed. The tip was found to have fractured likely due to torsional loads exceeding material properties. The evaluation observations are consistent with the details provided regarding the bone condition and event description. Review of the manufacturing and inspection records did not identify issues that would have contributed to this event. The exact root cause could not be determined.

Event description:
It was reported that during a procedure the driver tip broke during screw insertion. The broken portion was left in the screw and the procedure completed successfully. It was reported that the screw was being inserted in particularly hard bone at the time of the fracture.